Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: anterior cervical discectomy and fusion (acdf)-extrapharyngeal anterolateral approach levels: c4-c5, c5-c6 pre-op diagnosis: degenerative disc disease (ddd) on (B)(6) 2009, patient reported subjective vocal weakness associated with feeling of "lump" in throat. On (B)(6) 2009, patient reported swelling at site of surgical incision. On (B)(6) 2009, patient reported pain (back spasms, back and shoulder pain). On (B)(6) 2009, patient reported "ulcer" on buttocks. On (B)(6) 2010, patient reported pain (low back with radiation to both legs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.